Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed originating out of the head area. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is due to a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 21l had an external fluid leakage at the outer layer of the filter. The outer layer (outermost shell of the filter) was reported to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.